Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a crack on the catheter and leakage occurred from the crack. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak from a split in the catheter was confirmed, and the cause appeared to be associated with use. One 5 fr triple-lumen (t/l) powerpicc was returned for investigation. The PICC exhibited evidence of use. Non-vad injection caps were attached to the connectors. The t/l tubing had been trimmed at the 44cm depth mark and biological use residue was observed on the external surface of the tubing between the 21 and 24 cm depth marks. The extension legs exhibited a cloudy appearance compared to an unused sample. A microscopic examination revealed a 2mm longitudinal split positioned between the distal end of the molded trifurcation and the 0 mark. The adjoining surfaces of the split tubing were rough and granular. The split surface of the catheter exhibited whitening in some areas. The characteristics of the observed damage are consistent with rupture due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion/kink, or due to excessive force applied during infusion procedures. Chemical degradation may have been a contributing factor due to the whitening of the material at the split and cloudy extension leg appearance. Due to the condition of the catheter, it appears that that the catheter was damaged during use. The wall thickness of the catheter was within specification and no extrusion or other manufacturing defects were observed in the catheter. The instructions for use provide warnings and precautions to prevent rupture of the powerpicc.

Event description:
It was reported that there was a crack on the catheter and leakage occurred from the crack. There was no reported patient injury.